Event description:
Via email, the customer reported the handle has broken off the stylet during a crest iliac biopsy. The affected unit in addition to two unused units from the same lot are available for evaluation. On (B)(6) 2014, the international contact ((B)(6)) provided the following additional information: the patient is a (B)(6) male. The step in the procedure during which the handle broke off was after penetration of the "compacta" when the physician wanted to remove the stylet out of the needle. During this movement, the handle detached from the stylet. There was no difficulty during insertion. The bone was not harder than expected. The clinician using the product was a very experienced hematologist. The core sample was taken with this needle. There were no problems for the patient and he is doing well. There was no patient injury or medical intervention required.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4)-three (3) units (one (1) opened and two (2) unopened) of the tjc4011 jamshidi (tj) needle bone marrow 11g x4 with lot number 0000564651 were received for evaluation for ¿handle has broken off the stylet during iliac crest biopsy¿. Examination of the opened sample was able to confirm the reported failure mode as the stylet handle was completely detached from the stylet hub. The investigation noted that an insufficient amount of solvent was applied on the stylet hub, which precluded the complete fusion of the stylet handle with the stylet hub. Examination of the two (2) unopened samples was able to confirm the same failure mode in one (1) of the samples. No defects were noted on the remaining unopened sample. A review of all materials used in the assembly of the tj bone marrow needle assembly did not identify any issues with any component that may have contributed to the reported failure mode. Consequently, the investigation determined there was no contribution of materials to the reported complaint failure mode. Based on the investigation results, the root cause for the loose jamshidi stylet handle was identified as insufficient solvent applied during the manufacture of lot 0000564651 and which precluded the complete fusion of the stylet handle with the stylet hub. The investigation has identified that this failure mode is not an isolated event. An internal investigation (CAPA # (B)(4)) is under execution regarding this failure mode. All corrective and preventive actions (including manufacturing and quality plan improvements) will be implemented per the CAPA.